Manufacturer narrative:
Device analysis: white particles were observed on the outer shell of the implant. One sharp-edged opening, 1.0 mm in length, was observed on the diaphragm valve.

Event description:
Health professional reported a right side deflation and the device was implanted after its expiration date.

Manufacturer narrative:
Medwatch sent to FDA on 2/16/2016. Review of the device history record (DHR) for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications.

Event description:
Health professional reported a right side deflation and the device was implanted after its expiration date. Additional information: follow up concluded that the device was not implanted after its expiration date.